Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an adverse event occurred. The patient stated the receiver would not turn on. While the patient was without a receiver, the patient experienced nausea, felt weak and stated she had diabetic ketoacidosis. The patient was taken to the hospital by her daughter, where they checked the bg, which was 825mg/dl. The patient was admitted in the intensive care unit (ICU) from (B)(6) 2023 until (B)(6) 2023. During unspecified moments during the admission the patient was prescribed treatment with cholecalciferol, antibiotics for urinary tract infection, aspirin, calcium carbonate, insulin glargine, potassium chloride, propylthiouracil and melatonin. At the time of the report the patient was feeling better. No product or data was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional patient or event information is available.

Event description:
Although the patient was hospitalized for treatment of dka, she was aware that she was not in a sensor session, and she was not using the receiver at the time of the event prior to being hospitalized. She was admitted to the hospital for diabetes management.

Manufacturer narrative:
(B)(4). 3004753838-2023-074592 was reported in error. Please disregard initial reporting of this event as this event has now been deemed not reportable.